Event description:
Additional information provided by the healthcare professional via the clinical study indicated that there was no inability/difficulty aspirating from the catheter access port (cap).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider as part of a post market study regarding a patient receiving bupivacaine (30.0 mg/ml) at 4.255 mg/day and dilaudid (20.0 mg/ml) at 2.837 mg/day via an implantable pump for spinal pain. The patient experienced low back pain and severe intractable lumbar pain that was not relieved by the treatment regimen. There was a catheter occlusion. The cause of the catheter occlusion was not determined. A catheter access port (cap) contrast study was done; the catheter was flushed and there was a positive return of spinal fluid on (B)(6) 2016. No action was taken, but the event did result in an unscheduled clinic or office visit. The event was not related to the implant procedure, but was related to the device or therapy. As of (B)(6) 2016 the patient had resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.